Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they woke up on the morning of the report and did not feel stimulation. The patient usually feels stimulation upon waking. The patient checked the stimulator with the recharger and it showed the stimulation was off. The patient turned the stimulation on with the recharger and confirmed he felt stimulation. No patient symptoms were reported. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.